Manufacturer narrative:
(B)(4).

Event description:
Friend/family member reported an alarm was heard; telemetry was not yet performed. Caller reported that since the first pump was deemed to have potentially been the cause of a tumor, they opted to put saline in the second pump at minimum rate when they had trouble with it; they were told it should last until 2019 at minimum rate. They had the tumor removed. Now a two-toned alarm is going off every hour and they want it stopped. The patient was not happy with current doctor and would not like to work with them anymore. The patient was looking for a new physician to manage their care. The pump was delivering saline. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
Catheter model# 8731sc, serial# (B)(4), implanted: 2007-(B)(6), explanted: unk. (B)(4).

Event description:
Additional information received reported that shortly after the pump was implanted, the pump started to ¿fail¿ and patient experienced withdrawal symptoms. The patient wanted the device removed because, the previous pump that ¿failed¿ had resulted in an adrenal tumor, the patient was afraid that it would occurred again. The tumor was at the catheter tip. It was noted that the expected alarm date was not until 07/2019.